Event description:
Patient reported left side pain, nodule, and liquid. An ultrasound identified "lymph node in the left axilla" which was "enlarged in the left armpit." The device remains implanted. Patient reported plan to have tonsil surgery due to "apnea." Patient reported capsular contracture, baker grade iii and explant planned "due to biocell recall." Treatment with anti-inflammatories were given.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., g.1., h.6. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma and lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side pain, nodule, and liquid. An ultrasound identified "lymph node in the left axilla" which was "enlarged in the left armpit." The device remains implanted. Patient reported unrelated tonsil surgery is needed due to "apnea."